Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain four of four. The patient was connected at the time of the alarm. The technical service representative (tsr) cycled the power on the homechoice and cleared the alarm. The tsr explained the alarm and the caller would discard the supplies. The caller stated that there was some solution under machine, but the patient could not identify the origin of the solution. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a leak under the machine. This is a known cause of the reported alarm. The cause of the leak could not be determined with the information provided, should additional relevant information become available, a supplemental report will be submitted.